Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information was received that the ring was replaced with a bioprosthetic tricuspid valve.

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that immediately post implant of this tricuspid annuloplasty ring, it was explanted due to valvular regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: this investigation found no intrinsic evidence to indicate a quality issue with the ring. The failed repair was likely due to the patient¿s deceased valve, as the ring and native valve were explanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.